Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a skin reaction at the sensor insertion site. Reportedly, the skin reaction required prescribed antibiotics to treat. A replacement sensor was sent to the customer.